Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to complete insulin pump rewind. Troubleshooting was done for the pump error alarm and insulin pump alarmed again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarms due to motor error alarms. The motor was tested outside the device and passed. Device received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed self test and unexpected restart alarm test. No unexpected unexpected restart and external ram crc error alarm anomalies noted.